Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. (B)(4). The returned microcatheter was missing its tip, approximately 5mm long, as the separated tip was discarded by the user facility. Microscopic observation revealed that the tip was separated at the distal end of the catheter shaft. The strands of the catheter shaft were disarranged due to accumulated torsion and partially scratched possibly by calcium of the lesion. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the tortuous and calcified lesion, and that stress led the catheter tip to be damaged and eventually separated upon removal from the anatomy. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became detached during a pci to treat a moderately tortuous, heavily calcified 90-99% stenosis in the proximal lad. The lesion was extremely tight and the catheter tip became entrapped in the lesion. The physician then proceeded to rotate the catheter and detach the tip. Another physician scrubbed in and was able to retrieve the tip from the lesion.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.